Event description:
A patient reported on (B)(6) 2016 stating that they went to the hospital two days prior because of an infection and fever. They were in pain, noting that they can tell when they need to recharge based on pain level. They experienced pain when sitting which was noted to have occurred on (B)(6) 2016. The indication for use was reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.